Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation several episodes of vf with aborted therapies were observed. The egms showed noise on the rv lead due to low impedance and high threshold. A lead insulation break was suspected. The lead was capped.